Manufacturer narrative:
Although the cause cannot be definitively determined, there is not evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to manipulation against a metal or other sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in abrasion of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available info has been forwarded to the mfg facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that when the guidewire was examined after withdrawal following a procedure a 2-inch section of the guidewire's polyurethane coating was noted to have "disappeared" partially exposing the core wire. Reportedly, the location of the sheared portion of the coating could not be determined with regards to being inside or outside of the pt. The user facility reported that there were "no pt complications at this time." Additional event specific info has not been made available.